Manufacturer narrative:
The proximal rca target lesion was reported to be: de novo, 15 mm length, an 80% stenosis, not calcified/tortuous, and 3.25 mm reference diameter. The lesion was not pre-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a cypher 3.0 x 18 mm stent successfully implanted in the proximal right coronary artery (rca) via direct stenting during the study index procedure. This is a (B)(6) female with medical history including hypertension, family history of coronary artery disease and current smoking. Clinical review of the adjudication minutes received indicated the patient experienced a peri-procedural myocardial infarction (mi) based on arc definition. The proximal rca target lesion was reported to be: de novo, 15 mm length, an 80% stenosis, not calcified/tortuous, and 3.25 mm reference diameter. The lesion was not pre-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The troponin level was elevated to 0.2 post procedure. There was no mi symptomology noted. The patient was discharged the day after the procedure on dual anti-platelet therapy. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. Four and a half months later, the patient experienced heavy vaginal bleeding. The event was noted as unrelated to both the index procedure and stent. The bleeding was noted as ongoing, unchanged, and was medically managed only. The event was captured as a non-complaint. The cypher stent remains unavailable for analysis. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot (B)(4) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a cypher 3.0 x 18 mm stent successfully implanted in the proximal right coronary artery (rca) via direct stenting during the study index procedure. Four and a half months later, the patient experienced heavy vaginal bleeding. The event was noted as unrelated to both the index procedure and stent. The bleeding was noted as ongoing, unchanged, and was medically managed only. The event was captured as a non-complaint. Addendum: clinical review of the adjudication minutes received indicated the patient experienced a peri-procedural myocardial infarction (mi) based on arc definition.